Manufacturer narrative:
Updated fields: b4, b5, g1-contact person-mfg site, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) checked and found that the unit needs replacement of drive manifold assly fse done the drive manifold assly test and found that results as: test#1 failed & test#2 failed. Fse have replaced the drive manifold assembly with a new one under cm. Now, the unit is working satisfactorily. Unit is handed over to the customer in working condition.

Event description:
It was reported by customer that during routine check the cs100 intra aortic balloon pump (iabp) had autofill failure issue. No patient was involved and no one was harmed onsite.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.